Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0210019829, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 355531, lot# 0210758832, product type: screening device. Product ID: 3550-68, lot# 0210297404, product type: screening device. Product ID: 355531, lot# 0210507479, product type: screening device. Product ID: 37022, serial# (B)(4), product type: external neurostimulator. Product ID: 37022, serial# (B)(4), product type: external neurostimulator. Product ID: 37022, serial# (B)(4), product type :external neurostimulator. Product ID: 37022, serial# (B)(4), product type: external neurostimulator. Product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 355531, product type: screening device. Product ID: 3550-68, product type: screening device. Product ID: neu_unknown_lead, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that they wanted to do intra-op stimulation with the clinician programmer, external neurostimulator (ens), and the snap lid cable. The stimulation was started but the patient felt nothing, no side effects, no effects when stimulation was up to 10v. After a CT with the oarm, they saw that the electrode was at the right place in the stn. The impedance was always normal, 2,000ohms. After this all the components were changed, and the patient felt nothing again when stimulation was at 10v. After this the hcp changed the electrode, ens, twistlock, and clinician programmer; but had the same problem. The patient felt nothing. Surgical intervention occurred. The components were changed four times but nothing happened. All the times the impedance was normal. The doctor thought it was a technical problem from the devices and wanted all the items checked. The operation was cancelled and the issue was not resolved at the time of this report. The patient was alive with no injury. The indication for use included parkinson's disease. If additional information is received, a follow up report will be sent.